Event description:
Spacelabs received a report that a command module model 91496 failed to generate an ECG trace while in patient use on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete. Placeholder.

Manufacturer narrative:
The product was beyond the recommended life span for clinical use (seven years) and (per the customer) ¿looked like it had been dropped¿. The customer chose not to send the product to spacelabs for repair; therefore, root cause could not be determined. This report is considered final and the issue closed.